Event description:
The customer reported on (B)(6), at the time of nutrition administration at noon, isocalcula was placed in a bag with a 40 ml pump set. When the power was turned on and auto-priming was started, a large amount of air was sent and the priming did not move forward. Soon after, an "empty bag" error occurred. The cassette was removed and reattached, but the error occurred many times. The air was coming in from somewhere even though the lid of the bag was tightly closed. The pump set was changed to a new one, and priming worked without any problems.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Upon further review of the information provided, the reported condition was determined to be an issue during priming and not nutritional delivery. H6 medical device problem code has been updated.

Event description:
Upon further review of the information provided, the reported condition was determined to be an issue during priming and not nutritional delivery .